Event description:
It was reported that during a "ptca" procedure, the intended lad lesion was visualized by ivus to be 3.6mm in diameter. A guide wire was used and pre-dilatation was done with a 3.0x10 cutting balloon. The penta was then placed and inflated to 11 atmospheres. The sds was pulled back and the coronary injected to show an abrupt leak into the pericardium. Another co's stent was placed, however, the pt died in the cath lab.